Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4024-58, lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient had muscle twitching from high thresholds on the right atrial (ra) lead. Additionally, the lead had a polarity switch. When the lead was being tested there was noise when the patient raised their hand. The physician felt that it may be due to the lead aging. Unipolar configuration would continue to be used. The lead remains in use. No patient complications have been reported as a result of this event.